Event description:
MFR received a report from a nursing home alleging that two nurse assistants were transferring the resident from the bed to resident's wheelchair, when resident's arm came out over the top of the sling, the pt fell out of the sling backwards, hitting resident's head. Resident received two lacerations to the back of the head, left side subdural hematoma and subrachnoid hemorrhage, right frontal and left occipital contusion. No malfunction has been alleged.